Manufacturer narrative:
The fsr replaced the heart lung machine (hlm) batteries. The unit operated to the manufacturer's specifications. The suspect batteries were returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the batteries were drained from fully charged total nominal available capacity (tnac) of 17.90 down to 5.50 tnac.there was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) was able to duplicate the reported complaint. A battery charging test was performed and it resulted in a total nominal available capacity (tnac) loss of 7.4781 amp hour (ah), specification is tnac cannot decrease more than five ah. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.